Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 9 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient was admitted to the hospital due to fever and drainage from a distal sternal wound. Blood cultures were positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was treated with intravenous (IV) antibiotics. On (B)(6) 2017, the left ventricular assist device (lvad) was explanted for recovery, and due to significant infection with the involvement of the driveline and outflow graft. It was reported that the patient continued to be stable and without mechanical circulatory support. No additional information was provided.

Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the returned pump, and a correlation between the device and the reported infections could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 16 inches from the pump housing and the distal portion was returned measuring 22 inches. Visual inspection of the pump blood contacting surfaces, including the sealed inflow and outflow conduits, did not reveal any evidence of depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearing balls and bearing cups found no anomalies related to wear or damage. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.